Event description:
It was reported that the patient received tha surgery in 2009. When the patient was undergoing rehab, the insert separated from the cup approx three weeks later, and patient was revised.